Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as an open wound with an abrasion. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed gauze on the area for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.